Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found no physical damage. Testing found the cassette sensor was non-functional and needed to be replaced. The service history review had no indication that the device had been in for repair related to the stated problem.

Event description:
It was reported that pump does not recognize when a system is inserted. The event occurred while setting up the system in the recovery room. There was no patient involvement.